Event description:
It was reported that the cartridge did not fit properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer inspected the pump and pneumatic tap area and removed an o-ring from the pneumatic tap. After cleaning the area as instructed by technical support, the customer successfully reloaded the cartridge and resumed insulin therapy.